Event description:
It was reported that the patient developed a device related infection as confirmed via magnetic resonance imaging (MRI). Additional information was received that the patient was prescribed with antibiotics and there will be no further course of action at this time. No further information has been obtained despite good faith efforts regarding infection.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a device related infection as confirmed via magnetic resonance imaging (MRI).